Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was 309 mg/dl at the time of incident. The customer¿s current blood glucose value was 232 mg/dl. The customer treated high blood glucose with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump passed displacement test but failed self-test. Customer reported basal rates are programmed accurately. Customer reported bolus wizard is programmed accurately. The insulin pump will not be returned for analysis.